Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was seeing improvement but now they felt like their bladder was not emptying out completely. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.